Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, during ligation over an artery, the applier was fired and jaws locked on the artery and remained locked. Patient was fine after some surgical ligation and incision around the artery. Another device was used to complete the procedure.